Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until a failed self test on (B)(6) 2009 due to a low battery. The temperature at the time of the fail was close to zero degrees celsius. The device appears to have been left in fault mode until (B)(6) 2010. On this day the device passed a manual self test and performed to specification until (B)(6) 2010. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. The pad pak was replaced on (B)(6) 2011 but the device continued to switch on. The problem with the device was attributed to a fault in the membrane. There is also evidence the device is not being adequately stored and exposed to adverse environmental conditions which can have a detrimental effect on the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.